Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (b)(60 2021, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 10-jun-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient seeing ¿not able to deliver desired settings on his controller.¿ factors that may have led or contributed to the issue were unknown, device limitations.  Patient has a post op appointment (B)(6). The patient was using dtm group a but has switched to group b which doesn¿t seem to be affected. No patient symptoms were reported. The manufacturer representative reported that they had an appointment with the patient on (B)(6) 2021. The patient noted that he didn't even need a reprogramming because his system was working great. The patient asked that the manufacturer representative not reprogram because everything was fine. All impedances tested normal, and the issue is resolved. Additional information received from the manufacturer representative reported that the patient fell and the lead migrated half a vertebral body. The programming was adjusted and the patient planned to try each group for a week to see if any of them help his pain.